Manufacturer narrative:
The device was returned and is pending evaluation. PMA/510(k): exempt.

Event description:
The customer reported that while using an irrigation set, pieces of the spike broke off into irrigation bag. This occurred during bladder irrigation on a patient. The was no harm reported. It was further described that the customer spiked a 3000l of normal saline and that is when the piece broke off.

Manufacturer narrative:
Two irrigation sets were received for investigation. On one set, one of the bag spike tips is observed to be broken off at the bottom of the spike windows. The broken tip was not returned for investigation. On the second set, both bag spike tips are observed to be broken off at the bottom of the spike windows. The broken tips were not returned for investigation. A dimensional analysis was completed for the returned intact bag spike and the spike met all dimensional specifications. The observed broken tip damage was recreated by inserting the tip of the returned intact bag spike into a lab provided IV bag and applying a bending force. The probable cause of the observed breaks is excessive bending force at the spike tips during spike insertion. Lot review was performed and there were no issues found.